Event description:
Total parenteral nutrition (tpn) was ordered for the patient to be delivered using the alaris IV infusion pump via a double lumen umbilical venous catheter. A total amount of 75mls was ordered split between two bags. The tpn was started with one bag and the rate was set at 1.3mls/hr with a total volume to be infused at 5mls. Thirty minutes after the start of the infusion, the patient was noted to have desaturated and to be bradycardic. The patient was treated. An hour and a half later, the nurse noted that the bag was almost empty. The rate was verified to still be at 1.3ml/hr and the volume to be infused still set to 5mls. No alarm sounded on the pump. The tpn was ordered to be stopped. The tubing was removed from the pump and it was noted to have been placed correctly.